Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Based on the evaluation from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "nursing report "the pump infused more than programmed, pump was installed 24 hours ago, 50 ml solution at 2 ml/h finished at 7 am"